Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer displayed an error code after interrogating a device. The service disk was run, and the error was not resolved. The programmer will be returned for repair. No patient complications were reported as a result of this event.